Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to go to ER to pull tampon out - vagina [foreign body in reproductive tract]. String came off - tampon [device breakage]. Case description: consumer reported via e-mail that string came off of tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to go to ER to pull tampon out - vagina [foreign body in reproductive tract] string came off - tampon [device breakage]. Case narrative: consumer reported via e-mail that string came off of tampon. No serious injury reported.